Event description:
The customer reported via phone call that they had a button error alarm on heir insulin pump. Customer's blood glucose was 20 mmol/l. The customer was advised to revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive up button due to corroded keypad traces.